Event description:
It was reported that a pump was alarming no disposable. Pump says stopped now but continues to alarm. Reviewed settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed the cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Powered the pump off. Patient not affected. The reservoir volume was 7.4ml, rate 2.3, given 96.9. It was reported that a pump was alarming no disposable pump won't run. Powered off the pump and line clamped. Cassette removed and tubing massaged. There was no green tab. Air was noted in the line. Reconnected the cassette and powered on but was unable to start the pump. Removed cassette again and tapped cassette on hard surface. Reconnected and pump restarted. Clamp opened. It was reported again that the pump was alarming no disposable. Pump says stopped now but continues to alarm. Reviewed the settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Removed the cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. The pump was powered off.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.